Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the video connector was in fair condition, the software version was up to date and a faulty patient board set. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, no image with the 180 scopes. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. The cause of the failure could not be estimated because no information was obtained that could be used to determine that the defect was caused by a design defect. It was confirmed that the design of the dr board (printed circuit board) was changed on (B)(6) 2018, due to the phenomenon that the endoscopic image was not displayed when used in combination with the 180 series scope. Olympus will continue to monitor field performance for this device.